Event description:
It was reported that approximately one year post port placement in the right internal jugular vein, the patient allegedly experienced skin redness and skin defect near the insertion site in the right neck . It was further reported that crack was found on the catheter after the port system was removed. Reportedly, when saline solution was infused to the removed catheter, allegedly there was a leakage occurred from the crack. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, leak and identified deformation and wear issues as during visual evaluation, a circumferential split was noted approximately 6.0cm from the distal end of the cath-lock and a partial circumferential break was noted approximately 7.0cm from the distal end of the cath-lock. Both the edges of the circumferential split and partial circumferential break were noted to be rounded. Further during functional evaluation, leak was noted from the circumferential split and partial circumferential break upon infusion and air aspirated into the syringe upon aspiration. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: h6 (device). H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and four months post port placement in the right internal jugular vein, the patient allegedly experiencing skin redness and skin defect near to insertion site in the right neck. It was further reported that crack was found on the catheter after the port system was removed. Reportedly, when saline solution was infused to the removed catheter, allegedly there was a leakage occurred from the crack. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that fourteen months post port placement in the right internal jugular vein, the patient allegedly experiencing skin redness and skin defect near to insertion site in the right neck. It was further reported that crack was found on the catheter after the port system was removed. Reportedly, when saline solution was infused to the removed catheter, allegedly there was a leakage occurred from the crack. The current patient status is unknown.